Event description:
It was reported that the right ventricular (rv) pace/sense lead was exhibiting noise, short interval counts (sic) and pacing inhibition due to oversensing and possible fracture. The lead was capped. The old pace/sense portion of the rv defibrillation lead was then uncapped but was found to exhibit high impedance and noise due to possible fracture. The pace/sense of the defibrillation lead was then recapped. A new pacing lead was then implanted for pacing and sensing with the existing high voltage coils remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4524-53 lead implanted 1994-(B)(6); 694865 lead implanted 2006-(B)(6); 419488 lead implanted 2006-(B)(6). (B)(4)